Event description:
It was reported by the customer that the device display/screen, weak 7 segment. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced u4 dim segment on display board and keypad assembly. Lvp (large volume pump) keypad recall action completed. Based on the findings, service determined reported issue was due to electrical failure of the led display. Device history record a review of the device history record showed the device had a manufacture date of 29jul2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device display / screen, weak 7 segment.